Event description:
A customer contacted global technical services regarding a check patient line alarm that occurred on the homechoice (hc) unit during initial drain. The home patient (hp) stated that there was air in the patient line. The technical service representative (tsr) advised the hp to disconnect and end therapy. The hp confirmed to restart therapy with all new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). No further information is available. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). (B)(4) spoke with the hp who stated he had no further detail regarding this incident. No adverse event was reported; no samples are available for evaluation.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the patient stated he found air bubbles in the patient line; however, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.